Manufacturer narrative:
Date and month of event are estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that patient was charging too often. Patient was getting all 8 coupling bars, but now patient was only getting 4 coupling bars. Patient had gained 20-25 lbs. It was mentioned that the device do feel deeper. Patient needed a recharging belt since she had lost the belt. It was noted that patient had been in overdischarge due to decrease in coupling bars resulting in longer charging time. Patient had performed physician recharge mode and was currently charging the device. Patient was seeing the power on reset (por) message on the recharger. Patient was recommended to follow up with healthcare professional (hcp). No further complication or event reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the patient had an ins replacement. Surgical intervention occurred. Patient stated the ins was becoming difficult to charge. She was charging for several hours at a time and was not holding charge for long periods of time. Patient was unsure of the date when asked. Ins was discharged at the time of the replacement. Patient was unsure if there were previous trickle charges completed. Rep made aware of the discharge and charging issues at the date of the surgery (B)(6)2018. Intra-op there were 3 impedances > 10,000 electrode 3, 4 and 10. It was unknown if there were impedances prior to (B)(6)18 due to the ins being discharged. Patient denies any falls to have contributed to the issue. Patient is alive with no injury. The issue has been resolved at the time of this event. No patient symptoms or complications were reported in this event.